Event description:
The information provided to sjm indicated that a pt had a 23mm sjm trifecta valve implanted. A centrally located regurgitation was noted on an echocardiogram 13 days post-implant, allegedly due to poor coaptation. The valve was explanted after a diastolic reflux, refract cardiac insufficiency, severe aortic stenosis with 120mmhg ve-ao gradient, and respiratory insufficiency were noted on day 21 post-implant. The pt's annulus was heavily calcified. The valve was replaced with a 23mm mdt hancock ii valve (model: t505c223; sn: (B)(4)). The pt expired on (B)(6) 2013 due to vasoplegic syndrome 8 hours post-operation.